Event description:
It was reported that a lead revision procedure was performed, due to this right ventricular (rv) lead exhibited high pacing thresholds and impedance issues. The rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.